Event description:
The involved patient presented to the enmergency department complaining of abdominal pain. Abdominal x-rays revealed a surgical drain in the mid-right abdoment. This drain was surgically removed 5/8/92. This drain was retained in the patient from prior abdominal surgery which the patient had in 1986device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: other. Results of evaluation: unanticipated. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.